Event description:
It was reported that the bd precisionglide¿ 27 g x 1/2" hypodermic needle was damaged and broken. The following information was provided by the initial reporter: the needle was identified as damaged at the site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: it was reported the needle was identified as damaged. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no packaging blister. The plastic shield has been removed and the needle hub has a double needle. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle. A device history record review was completed for provided material number 305109, lot 9193536. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide¿ 27 g x 1/2" hypodermic needle was damaged and broken. The following information was provided by the initial reporter: the needle was identified as damaged at the site.